Event description:
During routine scheduled maintenance, a physio-control's field service representative observed that the device would not deliver therapy. There were no reports of patient use associated with this event.

Manufacturer narrative:
(B) (4). Physio-control further evaluated the device. It was observed that the therapy connector was disconnected internally. This was reconnected and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The customer indicated that prior to the field service representative's visit, the device functioned properly. It successfully delivered therapy into a test load and passed all user tests.